Event description:
Customer reported that the alarm has power, but does not sound when weight is removed from the sensor. The batteries have been replaced with a new supply and all of the same type. No visible damage to the outside of the alarm reported. There was no pt incident or injury reported.

Manufacturer narrative:
Eval results: - eval of the returned product revealed that the unit does power on, but did not sound the alarm. The unit did not pass functional test. Posey instructions for use warning statement: after changing batteries, test the alarm and sensor for proper operation prior to putting in service with a pt and each time before leaving the pt unattended.(B)(4).